Manufacturer narrative:
510k: this report is for an unknown drill sleeve/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of the right femur on an unknown date, the drill sleeve missed the retro/antegrade femoral nail (afn). Another nail was used for the procedure. Procedure outcome is unknown. There was no patient consequence. This report is for an unknown drill sleeve. This is report 2 of 2 for (B)(4).